Event description:
It was reported that while trying to deploy a stent (unsuccessfully) in a dialysis fistula procedure, the tip of the delivery catheter broke off. The dr placed 2 stents trapping the indwelling piece between the stent and the graft to prevent the tip from moving. No attempt was made to remove the indwelling piece, nor is there any procedure scheduled to remove the piece from pt.